Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 500 mg/dl with nausea, vomiting and unspecified ketones associated with an inaccurate delivery issue. The patient stated that the pump was not working. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated for diabetic ketoacidosis with insulin via pump, IV fluids, and oral carbohydrates as needed. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: the last basal delivery was on (B)(6) 2015 at 1:04pm. The black box and suspend history confirmed a manual basal delivery suspend for 21hr from 12:59pm on (B)(6) 2015 until 10:16am on (B)(6) 2015. The total daily dose added up correctly and reflected the programmed basal rate target. ¿ez-prime¿ steps were performed correctly and the pump reflected 24u after a 24hr on 1u/hr duration test. There were no errors, alarms or warnings during the investigation and the pump passed a delivery accuracy test. The pump was suspended and resumed correctly and performed within specifications. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).